Event description:
A report was received that the patient was not getting stimulation after a non-device related fall and that the ipg would not charge. Database analysis revealed high impedances on some electrodes of the lead. X-ray was taken and a lead fracture above and/or below the clik anchor was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not getting stimulation after a non-device related fall. Database analysis revealed high impedances on all contacts of the lead. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician suspected malfunction on the lead since the patient fell on it. Sc-2316-50 (sn (B)(4)): device evaluation indicated that all of the cables were completely broken at the bent/kinked location of the lead, approximately 24 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The proximal portion of the lead was crushed by the splitter set screw between contact # 16 and the retention sleeve. This indicated incomplete insertion of the lead into the lead splitter. The incomplete lead insertion into the splitter and broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead splitter passed visual, electrical, and photographic imaging tests performed. The device exhibited normal characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was not getting stimulation after a non-device related fall. Database analysis revealed high impedances on all contacts of the lead. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator (ipg).